Manufacturer narrative:
Due to character limitation in e1, full event site name is the (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine maintenance of cardiosave intra-aortic balloon pump (iabp) the customer found that when the equipment was turned on, an alarm code of maintenance required was issued, code 1. When it was turned on again, an electrical fault code of 53 was prompted. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (event site telephone), h6 (component codes). Due to character limitation in block e1: event site telephone: (B)(6).

Event description:
N/a.

Manufacturer narrative:
Updated details: b4, d9, g1, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) replaced drive valve assembly (d104-00-0018). All functional tests were conducted according to factory requirements, and all tests passed. The device was returned to the customer for normal use.

Manufacturer narrative:
Due to character limitation in e1 event site telephone is (B)(6). Corrected fields - d1. Updated fields - b3, b4, e1 (initial reporter and telephone), e3, g3, g6, h2, h11. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation), h11. No repair information available as of now. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected field: b5, h6 (medical device ¿ problem code). A getinge field service engineer (fse) replaced drive valve assembly ((B)(4)). All functional tests were conducted according to factory requirements, and all tests passed. The device was returned to the customer for normal use.

Event description:
It was reported that during routine maintenance of cs100 intra-aortic balloon pump (iabp) the customer found that when the equipment was turned on, an alarm code of maintenance required was issued, code 1. When it was turned on again, an electrical fault code of 53 was prompted. There was no patient involvement.